Manufacturer narrative:
Date of event: exact date unknown, event occurred about two months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as the facility disposed the device.